Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient reported intermittent beeps while connected to the power module. The patient had a continuous low flow alarm, accompanied by a yellow wrench alarm. The patient's wife changed the system controller and the red heart alarm persisted, but the yellow wrench alarm did not. The patient also noted some speed drops, but could not verbalize how low. The patient was asymptomatic during this time and was advised to change to battery power. The patient presented to the hospital the following evening for assessment. The log file displayed multiple red heart alarms, elevated power events, low speed and low flow events, as well as intermittent pump stoppages. No issues were noted since changing to batteries. Manipulation of the external driveline and position changes did not reproduce alarms when connected to the power module. The patient was changed to a modified power module patient cable. An x-ray of the driveline displayed one area of concern which appeared to be internal. On (B)(6) 2014, the patient received a percutaneous lead repair and still experienced pump stoppages. A decision was made to exchange the pump.